Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 626583) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, cesarean section, constipation and migraine with aura. Concurrent conditions included musculoskeletal pain, nevus bleeding, rotator cuff tear, acute upper respiratory tract infection, nicotine dependence, cigarette smoker, myalgia, otalgia, coughing, ear pain, sinus pain, general body pain, shortness of breath, wheezing, sore throat, cesarean section, chills, fatigue, fever, rhinorrhea, penicillin allergy, chronic cervicitis, nabothian cyst, atypical hyperplasia of endometrium, cancer and upper respiratory infection. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), dyspareunia ("dyspareunia"), tooth disorder ("dental issues"), migraine ("migraines"), dizziness ("dizziness"), menometrorrhagia ("irregular cycle") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal ,robotic assisted laparoscopic hysterectomy, lysis of adhesions, bilateral salpingect). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, infection, dyspareunia, tooth disorder, migraine, dizziness, menometrorrhagia and menorrhagia outcome was unknown. The reporter considered autoimmune disorder, dizziness, dyspareunia, genital haemorrhage, infection, menometrorrhagia, menorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 626583) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, cesarean section, constipation and migraine with aura. Concurrent conditions included musculoskeletal pain, skin bleeding, achilles tendon rupture, acute upper respiratory tract infection, nicotine dependence, smoker, myalgia, otalgia, coughing, ear pain, sinus pain, general body pain, shortness of breath, wheezing, sore throat, cesarean section, chills, fatigue, fever, rhinorrhea, penicillin allergy, cervicitis, nabothian cyst, atypical hyperplasia of endometrium, cancer and upper respiratory infection. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), dyspareunia ("dyspareunia"), tooth disorder ("dental issues"), migraine ("migraines"), dizziness ("dizziness"), menometrorrhagia ("irregular cycle") and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal ,robotic assisted laparoscopic hysterectomy, lysis of adhesions, bilateral salpingect). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, infection, dyspareunia, tooth disorder, migraine, dizziness, menometrorrhagia and menorrhagia outcome was unknown. The reporter considered autoimmune disorder, dizziness, dyspareunia, genital haemorrhage, infection, menometrorrhagia, menorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.